Event description:
In 2008, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During a follow-up about 55 days post procedure, CT scan images revealed an aneurysm rupture and an infected graft. A reintervention occurred about 7 days later. The infected grafts were explanted and discarded at the facility. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.